Manufacturer narrative:
(B)(4). Other devices used: the following devices were manufactured at (B)(4): catalog #42540000038, persona all poly patella, lot #62446558; catalog #42521200610, persona ultra congruent articular surface, lot #62461313; catalog #42532007902, persona cemented tibial component, lot #62389182. This report will be amended when our investigation is complete.

Event description:
It reported that the patient is experiencing pain in the knee and occasionally has pain that shoots to the groin area.

Manufacturer narrative:
Surgical notes were received. Review of the primary notes confirms that the patient underwent a right total knee arthroplasty on (B)(6) 2014 due to severe and advanced evidence of knee degenerative joint disease affecting all 3 compartments of the knee. It was stated that the trial components were found to be stable to varus and valgus stress in both flexion and extension. Final components were implanted and patient was in stable condition post-op. It is reported that the patient is experiencing pain which can be a symptom. A product history search revealed no additional complaints against the related part and lot combinations. This device is used for treatment. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combinations of the related components. Returned x-rays from (B)(6) 2015 appear to show a small gap between the anterior flange of the femoral component and the bone. It cannot be confirmed if the gap was present in the earlier x-rays as the orientation appears to be slightly rotated. The x-rays also indicate notching of the distal femur. A definitive root cause cannot be determined with the information provided.